Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument and cartridge, it was noted that there were formed staples present throughout the cartridge. It could not be ascertained as to why the staples remained in the cartridge upon firing the instrument. The instrument was fired with a reload cartridge and it fired and formed all the staples designed. There were no difficulties noted with any of the staples remaining in the cartridge. All the staples were fired and the test skin was fully cut. The reported incident could not be recreated. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improce co's products.